Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-nov-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was powering off randomly. A field service engineer (fse) found that the main power cord was cut. The fse replaced the main power cable and tested the power system using the hardware test application (hta). All tests passed, confirming normal operation and resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es had an issue where the device powered off randomly and required toggling the power switch to reboot. However, there were no delays, adverse events or injuries reported based on this event.